Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was in a car accident and lost coverage of their foot/ankle pain. Reprogramming was attempted, but the manufacturer representative was unable to provide the patient with coverage without causing uncomfortable pressure in the lower back. The stimulation was turned off and x-rays and an MRI were ordered. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that a full system replacement was scheduled for (B)(6) 2019. There were no further complications reported or anticipated.